Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. Inside the 6fr guiding catheter there were placed two guide wires, a non-abbott 2.0 balloon catheter being used for protection of the side branch artery, and a 3.5 xience pro stent delivery system (sds). Friction was reported between the xience pro sds and the 2.0 non-abbott balloon catheter during advancement and retraction, which was described as very high. Deliverability of the xience pro sds was difficult; however, the stent was able to be placed in the target lesion with a good result. The final outcome was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: 2.0 apex, boston; guide cath: 6f runway. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The xience pro is currently not commercially available in the us.